Event description:
A nurse reported a pediatric pt expired during or shortly after completion of a cvvhdf treatment. The disposable were discarded after the treatment and no longer available for inspection. Limited info related to the pt and this event has been provided to gambro despite numerous attempts to collect more info.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaints reported on this lot, which was consisted of (B)(4) units. The device was used off label; instructions for use advises that the prismaflex hf1000 set should be restricted to pts with a body weight greater than 30 kg. Gambro received no info to suggest that a gambro product caused or contributed to the event and it does not regard the submission of this report as an admission of causation or liability.